Event description:
It was reported by the customer powerglide catheter broke off in a patient, portion of catheter within patient vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be use-related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation of the returned powerglide pro revealed blood residues throughout the device. The catheter was returned removed from the powerglide pro device. The catheter was observed to have a break along the catheter shaft. The distal end of the catheter was not returned for evaluation. A microscopic observation revealed a chevron-shaped break along the catheter shaft. The fracture edges appeared shiny and uneven with sharp fracture edges. The catheter may break upon insertion if it is pulled against the needle bevel, causing a diagonal, or chevron-shaped split in the catheter tubing. This complaint will be recorded for future trending and monitoring purposes.